Event description:
It was reported that the device had a cassette sensor failure. There was no reported patient involvement.

Manufacturer narrative:
E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor was replaced and the device passed all testing.